Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a custom tubing pack with a fusion oxygenator, the one-way amo valve was leaking. It was noted that the vent sucker was not effective. The amo valve was changed out during the case and replaced with a 1/4"x1/4" connector. During the same case, it was noted that the custom tubing pack's one way valve at the top of the fusion oxygenator did not open and seemed to be clotted. The device was not replaced. There was no reported patient impact associated with this event. The customer stated that the act level was okay during the case. The customer stated that they have had this problem several times. Additional information regarding the other occurrences was requested from the physician, however no response was received. The quantity has been updated to two in order to capture that this issue occurred more than once and this occurrence will be capture in this event as additional information was not provided.

Manufacturer narrative:
Conclusion: the complaint could be confirmed for leaking amo valve. Performed device history check, no anomalies detected. Based on the received picture from the customer the amo valve seemed to be leaking. Overpressure relief (¿leaking¿) is a design characteristic of this specific device. Since it was unknown at which positive pressure the valve started leaking, no device was returned and no additional information was received, it could not be determined if the product met specifications or passed functional testing. No potential causes could be determined. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.